Manufacturer narrative:
The patient's weight was not provided but has been requested. (B)(4). Approximate age of the device - 1 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patients post lvad course has been complicated by chronic driveline infection previously unreported to the manufacturer. The onset date and treatment of the infection was not provided. The event date has been estimated. Additional information was requested but not received.

Manufacturer narrative:
Although it was reported the patient dropped their controller, a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient developed fungemia with blood cultures positive for c. Parapsilosis. Repeat blood cultures negative. Treated with chronic po fluconazole for suppression, since infectious disease (ID) thought device likely colonized with candida. Subsequent readmission (B)(6) 2016 after outpatient culture on (B)(6) 2016 grew (B)(6). Treated with 10-day course of po bactrim. CT c/a/p on (B)(6) 2016 showed new inflammatory changes around subcutaneous portion of driveline; started on six weeks IV ceftriaxone followed by chronic po suppression. Contributing factor to (B)(6) infection: patient dropped his controller and sustained a pull to the driveline, developing new brown drainage, erythema, and edema shortly thereafter.